Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that on (B)(6) 2009 an ultraflex tracheobronchial stent was used during a stenting procedure of the right intermediate lobe performed on a (B)(6) female. According to the complainant, during the procedure the deployment suture broke mid-catheter and the stent could not be deployed. The physician chose to stent a second lumen instead and ended the procedure with no patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.